Manufacturer narrative:
(B)(4). As the samples were not returned, a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink secondary set leaked. The leak was observed in the sterile tubing line, originating from ¿pin prick type¿ holes. The leak occurred when the lines were opened to allow passage of fluid. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This event occurred for two devices. The two used devices were returned and evaluations are complete. Additionally, 20 companion samples in the sealed pouch were received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed on all returned samples and found pinch holes in the tubing of the 2 used complaint samples. Pinch hole was observed at 22.3cm below drip chamber for both samples. No visual defect or pinch hole was detected in the 20 unused companion samples. Underwater pressure testing was performed on all of the samples. No issues were noted with the companion samples. The two used samples had leaks from the pinch holes. The reported condition was verified for the 2 used samples. The cause could not be determined. The 20 companion samples met specifications. Should additional relevant information become available, a supplemental report will be submitted.